Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced no pain relief with the implant compared to great pain relief during the trial. The patient reported feeling paresthesia in the same areas as during the trial, and the pain and reason for getting the implant remained unchanged. Despite the physician's advice to allow more time for pain relief, the patient opted for device removal, which included the complete removal of the battery and leads. Patient states they were getting barely any relief. The lead placement mirrored the trial and did not migrate, and there were no impedance issues. The patient had consulted with a local representative for adjustments, who was noted to be helpful and responsive. The issue was resolved with the explant of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.